Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that a patient presented with a device reset alert. The device image analyzer gave the reason code of coronary block. The power on reset status, the battery voltage and the charging histories look good. Patient condition is good.